Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: review of the black box data and download history revealed several call service alarms recorded on may 4, 2014. The battery compartment was found to be cracked and the battery cap that was returned with the pump for investigation had moisture corrosion on the spring. As part of the investigation, a leak test was performed and revealed a leak at the crack in the battery compartment. The battery cap was secured to the pump properly and maintained electrical connection during investigation. The pump was exercised for 24 hours without power interruption, alarms, warnings or errors occurring. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components. Unrelated to the original complaint, the display was found to be dim and faded.